Event description:
Patient reported weakness in legs and walking, which started after implant. The patient reported questioning the physician if she was getting too much medication, and the physician stated she was on the lowest dose. Manufacturer directed patient to contact physician again for follow up and review of side effect concerns. Manufacturer's device registration system indicated the infusion system was implanted in 2007 and will be delivering intrathecal morphine for the treatment of chronic pain. Additional information has been requested from the patient's physician regarding the reported events, and a follow up report will be sent when new information is received.